Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 20th april 2026, it was reported by an arthrex employee via email that for an ar-1588rt-ib, tightrope® ii rt, reconstruction with internalbrace¿ ligament augmentation repair, during tensioning, one of the threads on the outside of the button (outside the body) broke. Although the pulling force was not very strong, one side broke, making tensioning impossible. The 'ar-1510htr-aj' tightrope handle was used for tensioning. The graft was removed from the body and all the stitches were removed. This was detected during an aclr procedure on (B)(6) 2026. The procedure was completed successfully by using an additional ar-1588rt-ib. No significant surgery delay reported. All of the product/fragment was removed and nothing remains in the patient. No additional anesthesia administered to the patient. No information about an instrument used to prepare/tap the bone socket for insertion of the implant. Bone quality of the patient is unknown.